Event description:
After deployment of graft by interventional radiologist, device could not be retracted by radiologist. During attempt to retract device shaft of device snapped is two. This resulted in an open procedure to remove graft and device and asubsequent repair with as bifurcated graft. In a follow-up conversation surgeon involved stated that device was inspected and found to be defective and this was reason it would not retract surgeon stated that a part of the deployment driver was "outside the channel" causing it to be defective.